Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for non-obstructive urinary retention. It was reported that trial patient stated that they had a circle outlined blood spot. They were concerned that the blood may be due to leads becoming dislodged. No further complications were reported.